Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer report that her blood glucose measured 154 mg/dl at 7:39 pm, 401 mg/dl at 9:19 pm, 441 mg/dl at 9:47 pm and 487 mg/dl at 9:55 pm with no boluses reported. She noticed the cannula was kinked.